Event description:
Pt died of heart attack/burns caused by a nebulizer which ignited and burned their home. Fire was investigated by fire dept. Rptr stated that the fire started at the junction of the nebulizer ac cord and on/off switch. Lawsuit initiated against MFR. Family member recently visited home of one of their students and noted another model 3650d devilbiss nebulizer which had electrical insulation damage (bubbling) on the ac power cord as it entered vaporizer. This damaged area had been covered with electrical tape by the user. Rptr stated that pt either had already obtained this unit in support of lawsuit or will shortly have it in possession. The nebulizer was received/owned by home health co. There are no recalls listed for this model. This device was cleared on 4/15/97 under k970289. Rptr stated that based on death certificate that user experienced fatal heart attack because of fire since only a small amount of carbon monoxide was found at autopsy of user's severely burned body.